Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during this pacemaker replacement procedure due to normal battery depletion, it was noted that there were non-sustained ventricular tachycardia (nsvt) episode stored due to noise, the physician decided to keep the right ventricular (rv) lead as testing with pacing system analyzer (psa) was appropriate. This pacemaker was explanted and successfully replaced. The decision was to leave rhythm iq on with the new device since patient does not pace the rv. Technical services (ts) was consulted, discussed that device will not be functioning optimally and discussed possible reprogramming options. No adverse patient effects were reported.

Event description:
It was reported that during this pacemaker replacement procedure due to normal battery depletion, it was noted that there were non-sustained ventricular tachycardia (nsvt) episode stored due to noise, the physician decided to keep the right ventricular (rv) lead as testing with pacing system analyzer (psa) was appropriate. This pacemaker was explanted and successfully replaced. The decision was to leave rhythm iq on with the new device since patient does not pace the rv. Technical services (ts) was consulted, discussed that device will not be functioning optimally and discussed possible reprogramming options. No adverse patient effects were reported.